Event description:
It was reported that during a procedure, the wings of the footprint suture anchor broke during insertion. All the pieces were removed from the patient. A 3.8mm gold punch was used as recommended in instructions. The anchor was removed using forceps. The procedure was completed using a back-up device. The back-up device was used in the originally drilled bone and the site was cleared of all debris prior to insertion. There was no void left in the patient. There was a delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference:(B)(4).

Manufacturer narrative:
H10 h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.